Event description:
The user facility reported that the device overheated during a procedure. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences. It was reported that during testing at the manufacturer facility paint chips were missing from the device. There were no adverse consequences related to this event.